Event description:
Caller reported that the numbers and entire screen were blurry, with missing continuous glucose monitor (cgm) lines, an issue persisting for 2-3 months. The display issue resulted in blood glucose levels reading as "high," but the specific value was unknown. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Despite the display issue affecting the ability to interact with or read the pump screen, the customer declined further troubleshooting and sending a photo via email to customer technical support (cts).